Manufacturer narrative:
A device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The product sample was returned to the site for analysis and investigation. The sample consisted of a palindrome - rt catheter that was received inside a generic plastic bag. The catheter presented signs of use (blood residues). Visual inspection was performed and it revealed an irregular cut in the silicone tubing edge at the distal end of the blue adapter. The arterial lumen did not present any problem. As per the instructions for use (IFU), the customer has to perform a visual inspection before using the device, since states. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. Based on the available information, the defect was not identified prior to insertion of the catheter and occurred after 4 days of customer manipulation, this manipulation could be associated to the damaged found in the extension. Since the information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for the reported amount of time. Moreover, 100% devices are inspected for leaks or cuts in the extensions therefore the most probable root cause can be considered as misuse; this defect was more likely damaged during use caused by the use of strong cleaning agents, excessive force during of use, repeated clamping or other similar damage. No complaint triggers or trends were identified, no harm was reported for this complaint; therefore no further corrective or preventive actions are required at this moment. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per ps10000475, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 11/08/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports a crack at the venous extension, the connection to the ultem connector on (B)(6) 2016. This was four days after implantation on (B)(6) 2016. The catheter was repaired with a repair set (B)(4). The catheter was later removed and will now be returned for investigation. There were no consequences to the patient and no medical intervention required. The current patient condition is well.